Event description:
The user facility reports surgery was performed in 2002 using the ivd instrument. The ivd became stuck in the open position in the intravertebral space. The nerve root had to be moved to remove the ivd from the intravertebral space. Patient injury was not reported but the surgical procedure was delayed by 30 minutes.